Manufacturer narrative:
Based on the information provided the most likely cause of the event is the sales associate inadvertently delivered the expired product to the facility on dec.1, 2015 and the facility failed to check the expiration date prior to implantation on (B)(6) 2015. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It is reported during a surgery to extend fusion a level, the cage was packed mostly with autograft that was mixed with dbm putty. The dbm putty was identified to be expired after implantation. The dbm putty expired (B)(6) 2015 and was implanted on (B)(6) 2015. The product remains implanted; no adverse effects have been reported and no revision surgery is scheduled at this time.